Event description:
Radiopaque catheter intravenous started in ER. Pt transferred to another facility for percutaneous transluminal coronary angioplasty. Catheter removed. It was noted that only 1/4" of the 1" catheter retrieved. Pt seen by vascular consult. X-ray revealed no catheter identified.